Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, an adverse event occurred. Date of issue is an approximation. The patient's father stated the patient was in the hospital for diabetic ketoacidosis. He stated that after 2 days of being in the hospital, the sensor failed. It is unclear if the dexcom caused or contributed to the reported event. No additional patient or event information is available.